Manufacturer narrative:
Elevated complaint investigation will be initiated. Device expiration date: 06-jun-2023.

Event description:
The customer reported one discrepant result on the alinity m sars-cov-2 assay. The customer reported that a patient called and requested that the laboratory state that they had received a false-positive result for them to retest for their job. The details are as follows: barcode sample ID (sid) (B)(6) was tested on (B)(6) 2022, on the alinity m sars-cov-2 assay, and the result was positive (target response of 37.78). The same sid was retested on the alinity m, and the result was positive (target response of 40.79). The patient stated that they took a test from a different company and received negative results. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. Customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review. Device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review. A lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 was not identified.